Event description:
It was reported that the patient passed away due to suspected sudden unexpected death in epilepsy (sudep), per physician. It was reported that there was no relationship between the patient's vns and the patient's passing as the vns generator had been dead for over 2 years. At the patient's last neurology appointment, it was reported that the patient had minimal interest in proceeding with advancement in his epilepsy care; including a vns generator replacement. It was reported that the vns battery was dead and unable to be interrogated due to battery depletion. The patient and the patient's family was educated on the importance of strict medication and follow-up compliance, and educated on sudep. No further relevant information has been received to date.